Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. This action was reported to FDA per 21 cfr part 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously reported an issue related to continuous positive airway pressure (CPAP) device's sound abatement foam. Additional information was received and section b5 should be reported as: the device was returned to the manufacturer's service center on 03/23/2023 for further evaluation. The device was evaluated on 04/19/2023. There was no mention of visual findings to the external part of the device. The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported allegation of an issue related to sound abatement foam and became degraded and caused the patient to develop cough. The medical intervention that the patient received in response to the event is currently unknown. The reported event and its reported severity was reviewed by the manufacture's clinical expert. The event is not related to the device in this case. Based on the available information, the manufacture concludes no further action is necessary. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacturer visually inspected the external part of the device. Outside of the unit has normal wear and tear. Light amount of beige dust or dirt contaminate and fiber contaminate on the outer panels, surface cracks and crevasses, in and around the air inlet area, in the air inlet canal, around the sd card slot area, around the modem area, in and around the outlet port was observed. Light amount of small dark fibers in and around the outlet port was also observed. Internal investigation of the unit found a very small amount of beige dust or dirt contamination on the top of the blower box, near the air intake area, and in the blower box chimney. Blower and internal blower box area contained a very small amount of beige dust or dirt contaminate. On the inside of bottom enclosure, small bundle of fibre or hair contaminate were found. Metal housing of p4 connector has some material discoloring. The lower front ui panel channel had a small area of dried orange liquid contaminate with hair or fibers embedded in it. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was no evidence of sound abatement foam degradation or breakdown, minor contaminates on the inside and outside of the unit and these contaminates found to be sourced from external environmental conditions. Sections b1, b2 have changed related to the complaint changing from the reported adverse event to a product problem. Section h1 has changed to reflect a malfunction. Section h6 health effect- impact code (2199), medical device code, type of investigation, investigation findings and investigation conclusions have been updated.

Event description:
The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and the patient developed a cough. The patient did require medical intervention in the form of prescribed antibiotics. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.